Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that while wiping down the stent during preparation, the stent dislodged. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; although, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. The online testing for the lot in question was reviewed and all stent security testing met specification. It was reported that prior to use, the stent dislodged from the balloon after the physician wiped the stent. The IFU cautions about the mishandling of the stent; therefore, it appears that user error / incorrect technique is the most likely cause of the stent dislodgement.